Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The serial number of the pump was provided. The pump was implanted on (B)(6) 2012. It was stated the elective replacement indicator (eri) was at 7 months; the pump was likely to be replaced in 6 months. There was no planned date for replacement. The hcp indicated the pump would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the patient heard the critical alarm twice during the night, and when the pump was interrogated on (B)(6) 2018, the logs showed two unexplained motor stalls. The pump had started working again both times following the stalls. The event date was reported as (B)(6) 2018. Troubleshooting included pump interrogation. The patient was being closely monitored for morphine withdrawal symptoms. There were no reported contributing factors. The pump remained implanted and in service; surgical intervention did not occur and it was unknown if it was planned. The patient status was alive - no injury. The issue was not resolved. There were no reported symptoms. No complications were reported.